Manufacturer narrative:
Technician found the stretcher moved when in brake mode due to casters worn out. Replaced two brake casters to resolve this issue.

Event description:
Info received that the stretcher was moving sideways when caregiver was leaning against it. No injury reported.